Event description:
Surgeon implanted patient with a total of 4 sternal zipfix with needle to reduce the sternum for a sternal closure procedure and then tightened the zipfix with the tensioner. Surgeon proceeded to cut the tail end of the zipfix. Sternum was reduced and closed. Surgeon then proceeded to suture the deep tissue layer. While sewing, the locking mechanism of 2nd zipfix released causing the zipfix to open. Surgeon removed the zipfix. Surgeon did not re-open the patient to implant a new zipfix. Surgeon felt that there was enough tension to close patient with 3 out of 4 zipfix and 3 sternal wires. Procedure was completed with no further problems. Reportedly, there is a large gap in the sternum from the missing zipfix.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found.